Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred during a procedure on the artis zee multi-purpose system. During examination, it was reported that no xray was possible and the gigalink connection was lost. The exam was aborted and the patient was safety transferred to an alternate system to complete the procedure. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
During the investigation it was found that a loose gigalink connection caused the system error. After reestablishing the gigalink connection, the system works as specified. The root cause for the loose connection could not be determined, however, the connection was reestablished the failure did not reoccur.